Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. During a medical clinic visit on (B)(6) 2025 the physician noted that the surgical incision was open and visually appeared infected. On (B)(6) 2025 a full system explant was performed due to the infection and failure to heal. The explant schedule was not communicated to the firm prior to the event and thus no nalu representatives were present for the procedure.

Manufacturer narrative:
The communication from the medical clinic was ambiguous and thus it is unknown if the surgical site failed to heal or if it had healed and re-opened at some point. There are no reports of any patient activity or behavior that is likely to have caused or contributed to the incision being open and infected. No known lab cultures were taken however the physician verbalized that the site was obviously visually infected. The information available to the firm is insufficient to draw any conclusions as to the source or cause of the infection that led to surgical explant of the device.